Event description:
The customer reported a biopsy forcep was inserted into the scope. The forcep pushed out a black foreign body from inside the scope into the patient during a colonoscopy diagnostic procedure while the patient was under sedation. The intended procedure was completed using a backup device involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.